Manufacturer narrative:
The pump was successfully exchanged and the patient remains ongoing on lvad support without any further issue reported. The user facility report # (B)(4) was received from the (B)(6) registry. The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted to the hospital due to power elevations and intermittent pump stoppages. The patient was subsequently taken to the operating room (or) and the pump was exchanged with another lvad.